Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir anomaly. Customer's blood glucose level was 98 mg/dl. Customer advised the insulin squirted out sooner than the piston reached the end of the reservoir. Customer reviewed the filling technique and was asked to replace the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would not be replaced.